Event description:
It was reported that the bolus connector was broken. The device evaluation discovered a damaged downstream occlusion seal. The event was discovered during the maintenance of the equipment, there was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.